Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. As a result, patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy restored post-operatively.